Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2024-33159. It was reported that the patient admitted to the hospital with an infection and lead vegetation. The patient had blood stream infection from sepsis caused by urinary tract infection the lead vegetation was visualized with a transesophageal echocardiogram. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricle lead. The patient was in stable condition throughout the procedure.